Event description:
The customer reported: the pt was receiving mechanical ventilation. An alarm related to leakage alerted the health care provider. The customer reported that the balloon on the endotracheal tube appeared to be porous. The customer reported that the endotracheal tube had been in use for one week and confirmed that pretesting of the cuff was performed. The customer reported that a decision was made to extubate the pt and reintubate with a replacement tube.

Manufacturer narrative:
(B)(4). Investigation is ongoing. The sample associated to this report is expected to be returned for analysis. If the sample is received a summary of the investigation results will be provided in a supplemental report.